Manufacturer narrative:
The reported event of helix cannot be extended was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X ray examination found the inner coil inside the connector region over torqued. The cause of the reported event was isolated to the blood/tissue clogging the helix and the over torqued inner coil consistent with procedural damage. Visual and x-ray examination did not find any other anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the physician was unable to fixate the lead since the helix would not extend. Therefore, the physician was unable to obtain acceptable lead parameters and elected to not implant the lead. The patient was in stable condition.